Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The patient stated that they checked their ins with their recharger which showed it was charged but they did not feel it. The patient stated they feel slow and sluggish. The patient also stated they were having issues getting good coupling. It was initially noted that the antenna was not in the right location. Technical services also reviewed how if the ins battery is sufficient then coupling bars will not appear. It was confirmed that the patient¿s recharger showed the implant was off. The patient stated the issues began the week prior. Additional information was received from the patient on (B)(6) 2017 stating that they were able to turn stimulation back on and could feel it. More additional information was later received indicating the device kept shutting itself off. No further complications were reported as a result of this event.